Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had error # 9. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: d5, e2,e3, g2. Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated and unable to reproduce error code # 9. Error code did not appear in the fault logs. Fse stated that the pim section failed during the "all manifold test" so replaced (d997-00-1178) pneumatic module assembly, rohs. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.